Event description:
It was reported that during infusion, the patient experienced elevated blood glucose levels and required hospitalization for stabilization. The issue was attributed to an infusion site complication that affected insulin absorption. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.